Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). The test strips referenced in this report are part of recall #(B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer's expected fasting blood glucose test result range is 140 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/19/2018 and open vial date at time of call is two weeks. Test strip lot number ps2324 are part of recall; customer has four vials. Customer has one vial of test strip lot number pt2691 that is not part of recall. The meter memory was reviewed for previous test result history: result 1 : lo fasting, result 2 : lo fasting. Customer calling states that the meter is giving lo result. Customer states that she is feeling fine and is not having any symptoms at this time. Customer normal glucose range is 140-180mg/dl and she test once a day fasting. Customer just started to use this meter because her other meter fell and crack.